Event description:
It was reported the system locked up and thereafter failed to boot up. There is no report of serious injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.